Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the ablation procedure, blood clots were noted on the catheter. When ablating on the left atrium, the impedance value rapidly increased from 90 to 130 ohms. Blood /char was noted on the catheter tip when the catheter was removed from the patient. Additionally, a large clot was noted when aspirating inside the sheath with the syringe. The physician indicated this was the result of the over ablation by the catheter. The irrigation flow setting on the pump was changed and remained at 30cc which resolved the impedance issue. The procedure was completed without replacing the catheter with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Two images were also submitted for evaluation to product performance engineering. The images submitted with the returned device appear to show dark particles and a blood-like substance on a white cloth. During testing of the returned device, electrode 1 met specifications during electrical testing and the catheter met specifications during flow rate testing and leak testing. A simulated ablation test was conducted with no impedance anomalies noted. In addition, no evidence of blood clots or char were noted on the catheter distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) recommends a minimum irrigation flow rate of 30 ml/min for ablation events greater than 30w. However, based on the information provided and due to unknown procedural conditions, the cause of the reported event remains unknown.